Manufacturer narrative:
(B)(4) - infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a patient that she had foot surgery 21 days ago and topical skin adhesive was used. The patient developed a severe infection three days after the procedure. Additional information was requested.